Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported that they have had an abnormal number of positive results on the alinity m sars-cov-2 assay. The customer stated that on (B)(6) 2022, there was an unusually high number of positive sars-cov-2 samples. Usually, they see a positivity rate of <5%, however on those two dates the positive rate was 17% and 20%. There were 17 samples on (B)(6) 2022 and 20 samples on (B)(6) 2022 that showed the late target CT. These were repeated on the zybio test and the results were negative. The negative control was reactive on the run on (B)(6) 2022, therefore, this was not a valid run. The run on (B)(6) 2022 was valid. Due to negative control reactive qc failure on (B)(6) 2022 the customer has suspended all sars-cov-2 testing on the alinity m. The molecular application specialist (mas) has carried out decontamination procedures. The false positive results were not reported out of the laboratory. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data was reviewed and there is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 527205 is performing outside of established design performance specifications. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 527205 is performing outside of established design performance specifications. All discrepant results were near and/or at the limit of detection (lod). Additionally, the sensitivity for the sars-cov-2 assay varies between platforms. Environmental contaminations were also identified, and this could be the likely cause for the negative control reactive and false positive results. A product deficiency was not identified by this evaluation. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527205 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527205 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 527205. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 527205 was not identified.